Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The medical surveillance specialist (mss) classified this complaint based on customer service representative (csr) documentation. On (B) (6) 2010, the lay-user/patient contacted lifescan (lfs) alleging that the onetouch ultra meter has a power issue (meter does not turn off). The patient manages his diabetes with humulin and lantus insulin. The power issue began on (B) (6) 2010. On (B) (6) 2010, the patient obtained blood glucose readings of "380 and 320 mg/dl" on an emergency medical service meter. On (B) (6) 2010, the patient claimed that he received humulin 70/30 insulin treatment at the emergency room from 4:32 pm to 11 pm. The patient indicated that he did not have any symptoms as a result of the product issue. During troubleshooting, the power issue was resolved with training. This complaint is being reported because, the patient claimed he received medical intervention suggestive for hyperglycemia 2 days after the power issue began. Replacement products were sent to the patient.